Event description:
Patient communication and medical records from legal were received. Patient alleges that he suffers from pain, headaches, tinnitus, hip 'slipping' out of place, and elevated levels of cobalt chromium. Update: (B)(6) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(6) 2013 - pfs and medical records received. Part/lot was provided. Revision operative notes confirm previous allegations and additionally indicate that a screw was broken during removal. A screw has now been reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.